Manufacturer narrative:
B3: unknown. One device was returned for analysis. Visual inspection showed a broken rdc pin. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the rdc port was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a stuck pin in the dose button connector. No patient injury was reported.